Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to technical support that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received an air detected in cassette alarm during drain 3 of 4. Prior to the air detected in cassette alarm, the patient also received a patient line is blocked alarm and a drain line is blocked alarm. The technical support (ts) representative advised the contact to restart the cycler and disassemble the supplies. When the liberty cycler set was removed from the cassette door, fluid was observed leaking out. At this point, it was also reported that air bubbles were visible in the drain line. The exact source of the leak was unknown, and no reported damage was found on the liberty cycler set. The ts representative advised the patient contact to discontinue use of the cycler; a new cycler was issued to the patient. The patient completed treatment by performing a manual exchange. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The cycler was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.